Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to suspected oversensing of electromagnetic interference (emi). Additionally, high out of range shock impedance measurements were noted. Technical services (ts) was consulted and discussed stored episode, therapy delivery and troubleshooting options. Ts recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported.